Event description:
It was reported that the pt had a pump revision done due to the location of the pump being bothersome to the pt. During the revision, that pump was "contaminated" and therefore a new pump was placed. The medication infusing via the pump was dilaudid 5mg/ml.

Manufacturer narrative:
(B)(4).